Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A distributor contacted stryker to report their device's paddles had a missing pin and therapy connector was faulty. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Additional information: a third-party service agent evaluated the customer's device and verified the reported issue. The service agent determined that the cause of the reported issue was due to a broken hard paddles connector pin. The hard paddles were replaced the resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Corrected data: section d4 catalog # of the initial medwatch report indicates: unk_asean section d4 catalog # of the initial medwatch report should have indicated: (B)(4).

Event description:
A distributor contacted stryker to report their device's paddles had a missing pin and therapy connector was faulty. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.